Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) unit's automatic inflation failed. There was no personal injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and failed to reproduce the failure. The device passed the functional test. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.